Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 13 mar 2024. H3: yes. Product event summary: product ID [mc2avr1-delsys]. The delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated there was a mechanical issue with the delivery system. The articulation of the delivery system was out of plane. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the device was deployed itself during flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the leadless implantable pulse generator (ipg) delivery system was unable to cross the tricuspid valve because the initial deflection was too low.  Contrast was introduced through the delivery system to find the entrance to the heart and this pushed the ipg forward and exposed the tines around the cup. The tether was unlocked and the ipg was pulled back into the cup by pulling the tether. The deflection button had been released while pulling the tether. The delivery system was removed during this time to re-insert the introducer dilator to advance the introducer. During removal, the tether was not re-locked and the ipg got stuck in the introducer. The delivery system was re-introduced into introducer as the tether was pulled to retrieve the ipgback into the cup. After re-flushing the delivery system and re-introducing back into the introducer, the grey deflection button was noted to be loose and no longer deflected the system properly. Re-adjusting the tether tightness did not solve the issue. The leadless ipg system was attempted/not used and was replaced. No patient complications have been reported as a result of this event.